Manufacturer narrative:
The reported events of oversensing an functional under-sensing were not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported during in clinic follow up, oversensing of an unspecified source and potential functional under-sensing were noted on the pacemaker. The pacemaker was explanted. Patient condition was unknown.